Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. The customer reverted to an alternate method in insulin therapy.